Event description:
Boston scientific received information that this device declared end of life (eol) after being implanted less than 5 years. Although device outputs were noted to be high, cannot refute a possible device issue or premature battery depletion at this time which may have resulted in early eol. The device was explanted and replaced. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, the device met specification for longevity and rapid battery depletion was due to high outputs on the right atrial and right ventricular leads.